Event description:
After patient was asleep for surgical procedure, supply on the sterile field was contaminated from factory - suction tubing contaminated with red substance on outside of tubing. All sterile supplies and instruments on the field had to be replaced. Suction tubing saved for quality. 2nd pack with same lot# also had reddish substance on suction tubing. Pack discarded. Materials management notified. 3rd pack with same lot# on shelf opened and same contaminated suction tubing found in pack. Pack discarded. Deroyal sales rep notified. The following day, all packs with same lot# pulled from inventory. Sales rep reported that deroyal is providing additional hysteroscopy packs with different lot# related to this event.